Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that while changing the infusion set she noticed that the cannula was bent, but the insulin pump did not alarm no delivery. Troubleshooting was performed. The customer disconnected at quick release and programmed a bolus of 1.0 unit and the insulin did exit. The blood glucose reading was 222mg/dl. Advised the customer to call back when the tubing clamp arrives to perform the high pressure test. No further information was provided.